Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative in the sterile processing department at the user facility the micro drill medium straight attachment was overheating. It was reported that the sales representative received a blister on his hand and fingers, about an inch long on his palm and about the size of a quarter on his finger. The only treatment applied was ice. Permanent damage is not expected. As there was no associated procedure, there was no delay and no medical intervention reported.

Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative in the sterile processing department at the user facility the micro drill medium straight attachment was overheating. It was reported that the sales representative received a blister on his hand and fingers, about an inch long on his palm and about the size of a quarter on his finger. The only treatment applied was ice. Permanent damage is not expected. As there was no associated procedure, there was no delay and no medical intervention reported.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the device was found to have internal corrosion and a shattered upper bearing, which is the probable cause of the reported event. The device was discarded by the manufacturer.